Event description:
It was reported to boston scientific corporation that, during receipt procedures, a ureteral dilator was unpacked. According to the complainant, the dilator was found to be damaged inside the clear packaging. The dilator was found to be bent. There was no patient involvement.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the user facility. The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant information from the review, a supplemental MDR will be filed.